Event description:
Nurse was irrigating the patient¿s suprapubic catheter and accidentally over flushed the balloon port, causing the balloon to rupture. The nurse misidentified the balloon port as a flush port. Patient had a leg bag on instead of a typical large foley bag. Unknown to the nurse, the leg bag does not have a flush port while the large foley bag does. The flush port on the large foley bag is near the balloon port. This difference in design contributed to the nurse misidentifying the balloon port as the flush port. Patient had to return to surgery for replacement of the catheter and to check bladder for any balloon fragments.